Manufacturer narrative:
Additional information: d10, h3, h6 and h10. H10: the devices were received for evaluation. The analysis of first and second drain bags showed that the stopcock was disconnected from the drain bag. The analysis of the third and fourth drain bags showed there was a leak at the welding of the bag near the stopcock. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. The reported defect is confirmed. The drain bags are provided by one of our suppliers. See pictures attached.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment in the intensive care unit with four (4) units of prismaflex m150, the "waste liquid bags" were observed to be broken and leaking. One of the bags was reported to be leaking from a joint fracture. The location of the leak for the other 3 bags could not be confirmed. The user replaced the product, and a new product was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.